Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID :3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. A clinical diagnosis of basal cell carcinoma was reported. A device diagnosis was not applicable. It was reported there was a basal cell carcinoma lesion present on the patient's low back in very close proximity to the leads incision site. The patient reported the diagnosis and lesion site on (B)(6) 2014 and the clinician noted the lesion location on (B)(6) 2014. On (B)(6) 2014, the leads were checked under fluoroscopy and recommendations were given to the surgeon who removed the lesion. The event resolved without sequelae on (B)(6) 2014. The event was assessed as possibly related to the device or therapy and not related to the implant procedure. No further patient complication was reported as a result of the event.

Manufacturer narrative:
(B)(4). No longer applies to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient had the nodular basal cell carcinoma removed. Prior to the surgery, the patient had a surgical consultation. At the consultation, the patient noted symptoms of back pain, numbness, and dizziness. The patient was given vancomycin that was infused over 1 hour preoperatively prior to the surgery. The patient was then brought to the operating room and placed on the table in a supine position before being turned into a left lateral decubitis position. General anesthesia was induced and the patient's back was interrogated using high-resolution ultrasound. Longitudinal and transverse images were obtained delineating the old biopsy site and its relationship to the stimulation leads. The leads ran transversely with wires both cephalad and caudal to the old biopsy site. It was noted that there was scar tissue in the area adjacent to the biopsy site but no palpable leads in this area. The leads were noted and marked with an indelible pen on the skin and epinephrine and lidocaine in the skin and subcutaneous tissues at the anticipated incision site for analgesia. A transversely oriented elliptical incision was made around the old biopsy site. Subcutaneous tissues were entered and the capsule of the lead wires was identified but not entered. The specimen was removed and electrocautery was used to control fine bleeding points with care being taken to avoid cautery near the stimulator leads. The wound was then closed. It was noted that the patient tolerated the procedure well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.